Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the right ventricular lead exhibited several high shock impedances out of range that occurred in (B)(6) and (B)(6) 2019. Several noise episodes were also noted. Threshold was noted to be in normal range. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Event description:
New information states that the lead was fractured.